Event description:
Treatment of an avm with onyx. It was reported that the catheter broke off while advancing the guidewire through the catheter's lumen during procedure.no patient injury reported.

Event description:
Treatment of an avm with onyx. It was reported that the catheter broke off while advancing the guidewire through the catheter's lumen during procedure. The broken segment remained in the patient.no patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only the proximal broken segment of the catheter was returned with approximately 23 cm of the distal segment missing. The evaluation showed the catheter broke due to excessive force applied during manipulation of the device.(B)(4).